Event description:
It was reported that the patient had permanent implant procedure. During the recovery phase, the patient experienced a coding event but was successfully revived. She has since been transported to the intensive care unit (ICU), where a representative visited today to initiate optimize setting. The coding was not device related and patient is stable postoperatively.